Manufacturer narrative:
It was reported that the lateral a poly insert would not lock into place during surgery. The surgeon changed to the next size poly after about 10 attempts. This resulted in a tighter fit on the affected side and a 15 minute delay in surgery. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the lateral a poly insert would not lock into place during surgery. The surgeon changed to the next size poly after about 10 attempts. This resulted in a tighter fit on the affected side and a 15 minute delay in surgery.